Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer was treated with intravenous insulin drip in the hospital. Customer now uses manual shots of insulin. Current blood glucose level 86mg/dl. They allege that insulin pump was under delivering. Customer don't have any symptoms for high blood glucose. Customer was using auto mode feature at the time of event and the insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis